Manufacturer narrative:
The cycler was returned for evaluation. The cycler did not have a single complete treatment. An external visual inspection showed no signs of physical damage. Simulated treatment was performed and passed. All drain volumes were within specification during the treatment. Valve actuation test passed. System air leak test passed. There were no discrepancies encountered during the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that his drain times during drain 2 and 3 were very long. During troubleshooting the patient reported treatment data. During drain 1 the patient drained 5,006 ml with an expected drain of 2,700 ml. The reported large drain of 5,006 ml was 185% over the expected drain volume which resulted in a reportable device malfunction. The patient reported that he had a "higher than normal" blood sugar and he has associated drain issues with high blood sugar before. Treatment was discontinued and the cycler was replaced. During follow up the patient's nurse reported that the reason for prolonged drain times and drain issues was related to a catheter blockage. The nurse said that there may be an omentum formation at the catheter site causing blockage. The patient consulted the surgeon and was advised to get catheter repositioned. No adverse event reported at this time. The catheter is not a fresenius device.